Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post cryo ablation procedure, the patient presented with swelling on the right groin area. The case was completed with cryo. During work up, an aneurysma spurium was diagnosed. A surgical procedure was performed a few days later, with a large hematoma being removed. The patient had an extended hospitalization. The patient was part of the (B)(6) clinical study. No further patient complications have been reported as a result of this event.